Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 92866 were returned and analyzed. The data files showed system notice 50032 on multiple applications for the returned balloon catheter on the date of the event. Eleven applications were performed with that catheter. Also, twelve applications were performed with a different balloon catheter without any issues or system notices on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. The catheter failed the performance test due to system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ triggered. Dissection and pressure testing revealed the inner balloon¿s pin hole and a guide wire lumen kink at 1.35 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure was completed; the balloon catheter was returned and it subsequently tested out of specification per the manufacturer's investigation.